Event description:
Using bioraptor on international athlete using appropriate drill and guide. Tapped anchor into positive stop guide and anchor shattered upon insertion. There was more trauma than required to glenoid. Pt's bone quality was good. All pieces of the anchor were removed.

Manufacturer narrative:
Device has not been returned for eval. (B) (4). (B) (4).